Event description:
Per the clinic, the patient experienced skin overgrowth and infection around abutment site (date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).